Event description:
A report was received per social media that the trial patient was experiencing upper thigh issues and also reported that the physician hit the nerves during the explant procedure. No further information could be obtained.